Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was replaced and software was reloaded. The system was tested and found to be working as intended and returned to service.